Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/3.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on 26/mar/2021. This resolved the problem.cause of the event is reported as wrong size. See MFR # xxxxxx for claim against the initial lens. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth - unk. Sex - unk. Weight - unk. Ethnicity- unk. Race - unk. Date of event - unk. Product code: unk. Serial # - unk. Implant date - unk. Implant date - unk. This product is not marketed in the us device manufacture date - unk claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Excessive vault was observed. Surgeon "believes it may be trapped visco at this arly stage." The lens remains implanted. Per the reporter on (B)(6)2021, surgeon decided to monitor patient and not do any exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation - the lens was returned dry, in a microcentrifuge vial, with residue/debris on the lens. Visual inspection found no visible damage and debris the lens. Claim# (B)(4).